Event description:
As reported for this event by the customer, during preparation for use the device yield image noise when connected. There is no patient involvement. The intended therapeutic procedure was completed with another similar device. The facility inspects devices prior to use in any procedure.

Manufacturer narrative:
Due diligence is being performed for this event with customer responding with available information. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device did not yield any image. This is attributed to damaged charge couple device (ccd) unit. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a chip; label on light guide connector is peeled; and protector of universal cord has a scratch. Though the device did not yield an image, the user¿s complaint of image noise was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issues was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Olympus will continue to monitor field performance for this device.